Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following predilatation with a 2.0x12mm non-bsc balloon, a 2.50x20mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and was noticed that the stent was damaged. The lesion was redilated with the same balloon catheter and the procedure was completed with another 2.50x20mm promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination found that the hypotube was kinked along its entire length. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. Following predilatation with a 2.0x12mm non-bsc balloon, a 2.50x20mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was retrieved intact and was noticed that the stent was damaged. The lesion was redilated with the same balloon catheter and the procedure was completed with another 2.50x20mm promus element¿ plus stent. No patient complications were reported and the patient's status was stable.